Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a left hip replacement on (B)(6) 1995. He stated that he had a left hip revision.

Manufacturer narrative:
An event regarding revision involving a pca head was reported. The event was not confirmed. Method & results: -product evaluation and results: a visual, material, functional and dimensional inspection could not be performed as the device was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " patient underwent left tha on 7/26/1995 with an apparently unremarkable post-operative hospital course. The patient has reportedly had recurrent dislocations of the tha. Limited records of a closed reduction of a dislocated tha were reviewed. No xrays or other specifics were available for review" -product history review: review of the product history review indicated the devices were accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced conclusions: it was reported that patient was revised for an unknown reason. The event could not be confirmed nor the root cause determined since the products were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a left hip replacement on july 26, 1995. He stated that he had a left hip revision.